Event description:
It was reported the patient¿s implantable neurostimulator (ins) was relocated shortly after implant. It was noted the ins was placed in the patient¿s left buttock and they could not reach the ins to recharge so the ins was moved to their left abdominal region.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3998, lot # v025268, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).